Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that generated ventricular fibrillation and they then had 3 implantable cardioverter-defibrillator (ICD) shocks. There were no left ventricular assist device (lvad) alarms noted on the system controller during the visit. The event log file captured a low power advisory alarm due to normal battery depletion on (B)(6) 2025. Otherwise the log files captured routine events and there were no notable alarm conditions or parameter changes. There were no symptoms associated with arrhythmia. The arrythmia did not result in clinical compromise and was not thought to be device related. The ICD was implanted prior to the lvad. The plan of care for the patient was metoprolol 25 milligrams daily and to follow up with electrophysiology (ep).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported arrhythmia could not be conclusively determined through this evaluation. The submitted log files showed normal operation of the system. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on (B)(6) with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, "patient care and management," lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.